Manufacturer narrative:
Reported complaints of connection problem and high impedance were not confirmed. The device was received in normal range of option. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and setscrew was noted to be stripped consistent with incorrect insertion of torque wrench having occurred during procedure. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage. No other anomalies were found.

Event description:
It was reported that during a procedure, the lead was unable to be fully inserted in the device, and this resulted in high impedance. Malfunction was alleged on the device. The device was exchanged, and the implant was completed. No adverse patient consequences were reported.

Event description:
It was reported that during a procedure, the lead was unable to be fully inserted in the device, and this resulted in high capture thresholds. Malfunction was alleged on the device. The device was exchanged, and the implant was completed. No adverse patient consequences were reported.